Manufacturer narrative:
All buttons function properly. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-tests. Thus and software was utilized and downloaded trace/history files properly. No unexpected drive/motor anomaly, button keypad anomaly, no delivery alarms anomalies were noted during testing. However, alarmed no delivery show in the trace/history files on 11/07/2024 16:22:17, 11/07/2024 16:22:41.000 during basal. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, keypad assembly, motor, vibrator during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched lcd window, scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. All buttons function properly. Unit drive/motor anomaly, button keypad anomaly, no delivery alarms not confirmed. Scratched lcd window and cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced drive/motor anomaly, damage (physical or cosmetic), keypad/button unresponsive/button error, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.